Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient was admitted to hospital on (B)(6) 2015 diagnosed, with diabetic ketoacidosis. Patient was removed from the pump and placed on an IV of insulin and fluids. Patient's dka has been resolved and he has been on his pump for the past 35 minutes. Patient is feeling much better. Occlusion error was found. The diabetes nurse blamed the occlusions on the flexlink 6mm cannula. Product was requested to be returned for evaluation.